Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited inappropriate shocks due to incorrect interpretation of signal. The device was reprogrammed. The patient was stable.